Event description:
This homecare pt was being fed using a pump. Approximately 1500 ml of an enteral feeding solution were hung, and the pump was set to deliver 60 ml/hr. The rptr stated the solution infused faster than the designated rate. Visual inspection revealed a cracked component adjacent to the rotor (tube guide assembly). The pt was hospitalized due to aspiration caused by the overdelivery. No further details were available. One pt involved.